Event description:
Reporter indicated that the patient was hospitalized for treatment of infection at generator site and that the patient was experiencing an increase in seizures. Further follow-up revealed that stimulation was initiated two weeks post-implant. Patient was hospitalized for antibiotic treatment of infection at generator site six days after initiation of stimulation. Patient was seen by infection control physician eight days after hospitalization. Infection control physician indicated that there was "a lot of tension at suture site". Suture area was reinforced at that time with tape and bandages. Investigation to date has been unable to determine whether the seizure increase was above the patient's pre-vns baseline frequency. Explant is being considered until infection is resolved.